Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-06109. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction, stent thrombosis and in-stent restenosis. (B)(6) 2010 - the patient presented with retrosternal chest pain, dizziness, weakness and hypotension and was diagnosed with stable angina. The 75-80% stenosed target lesions were located in the mid right coronary artery (rca)(12 mm long with a reference vessel diameter of 2.75mm) and in the proximal rca (8mm long with a reference vessel diameter of 2.75mm). The physician treated the mid rca by deploying a 2.75 x 16mm taxus liberte stent using the direct stenting method with 0% residual stenosis. The proximal rca was treated by deploying a 2.75 x 12mm taxus liberte stent using the direct stenting method with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6)-2012 - the patient presented with chest pain diagnosed as st segment elevation myocardial infarction and was hospitalized on the same day. The 100% in-stent restenosis and stent thrombosis of study stents in proximal rca to mid rca was treated with balloon angioplasty using a 2.5 x 12mm apex balloon catheter with residual stenosis of 0%. The st segment elevation myocardial infarction was considered recovering/resolving at the time of reporting.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).